Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a request for a technical review of an episode involving this system was needed. A review of the episode by technical services (ts) noted that oversensing resulting in an inappropriate shock was seen. Ts noted that further review of the episode was consistent with change in the impedance pathway of the sensing vector. In office evaluation was recommended to exclude a possible connection issue at the level of the proximal sing (sense b ring) of this electrode. Ts noted that in this case based on the secondary sensing performance, reprogramming the device could be a temporary solution. At this time the electrode remains implanted. No adverse patient effects were reported.